Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had issues inserting the sensor and that the blood glucose ran high to 480 mg/dl. She declined troubleshooting for the high blood glucose and stated that she treated with manual injection. The insulin pump was not returned or replaced.